Manufacturer narrative:
Date of event is estimated. A patient experiencing lead fractures was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to fracture of the c8 and t1 leads bilaterally. As a result, surgical intervention was undertaken wherein the c8 and t1 leads were explanted and replaced. Effective therapy was restored post operatively.